Event description:
It was observed that during the device evaluation, the subject device exhibited the brush fractured inside the reflective light guide bundle channel. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, the definitive root cause for the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.